Event description:
During servce, the manufacturers service engineer reported the ventilator failed to power up on ac power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: replacement of shorted diode d3 and open diode d37 corrected the problem with this pm board. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During service, the manufacturers service engineer reported the ventilator failed to power up on ac power. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4).